Event description:
Info received that the head section will not raise. No injury reported.

Manufacturer narrative:
Bed located in storage. Found head section will not raise due to stuck valve replaced head up valve to resolve this issue.